Event description:
It was reported that the screw was tight before the torque wrench could be clicked when holding the lead cap and using the blue torque wrench. It was noted the metal ring was spinning in the plastic housing. The screw was not tightened as it was feared this might have placed the lead at risk of damage.

Manufacturer narrative:
(B)(4): analysis of the lead found the distal end bent when it was new out of the box. Analysis of the three torque wrenches found no anomaly.